Event description:
On (B)(6), 2001 patient underwent arthroscopic slap repair of her left shoulder. At the termination of the procedure an epidural catheter was placed intra-articular inside the shoulder joint. A breg pain pump, type unknown, was used. Alleges glenohumeral osteoarthritis.